Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 209 mg/dl. The customer stated that she received a button error with unresponsive keys before a battery but limit and a power off that she can't reverse. The customer was asked if she recalls any significant events leading to the alarm and she said none. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.